Manufacturer narrative:
Correction to initial MDR: this event was already reported in MFR report #: 3006630150-2017-01143.

Event description:
A report was received that the patient was having wound dehiscence which was very shallow in depth. It was noted that there were some fibrous material but no gross signs of infection. The patient stated that the wound dehiscence might be due to activity or travel in a long ride. The patient's wound was cleaned with chlohexidine and was given antibiotics. The patient was also advised to place ointment across the wound and to check it daily.

Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device(s) was found to be satisfactory.

Event description:
A report was received that the patient was having wound dehiscence which was very shallow in depth. It was noted that there were some fibrous material but no gross signs of infection. The patient stated that the wound dehiscence might be due to activity or travel in a long ride. The patient's wound was cleaned with chlorhexidine and was given antibiotics. The patient was also advised to place ointment across the wound and to check it daily.